Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, there was an air leakage at the balloon cuff after intubation. 5 ml syringe was used to inflate the cuff with air. The bite block was not used to secure the device and protect the tube. They tried to reinflate many times, but still got a leakage. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Additional codes: previously applied code img g04134 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that there was no damage noticed in the packaging and there was no damage in the emg tube after opening the sealed package.